Manufacturer narrative:
Correction: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient no longer had stimulation and was unable to communicate with the ipg using the external devices. The patient reported a fall coincided with the loss of communication. Follow up identified the physician planned to undertake surgical intervention to address the issue.